Event description:
It is reported that the pt was revised due to tibial pain.

Manufacturer narrative:
Eval summary: the devices were in-vivo for approx 2 yrs and 2 months. The components were not returned for eval. There were no x-rays provided. Based on the limited info, a probable root cause for pt's pain and revision cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.